Event description:
No event at time of surgery however now pt has elevated ion levels and the MRI shows signs of metallosis around proximal femur. Metallosis from modular neck and stem metal debris. Unresolved revision surgery booked for the (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.